Event description:
It was reported that during an interrogation the radio frequency (rf) head of the programmer slipped off the patient and the implanted device's settings were changed and had to be reset correctly. It was advised that the programmer be returned for analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analysis found system errors in the log file. Evaluation summary (B)(4): the radio frequency (rf) head was returned and analysis found that the label was missing the silicone back coating which would cause it to slip off the patient.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.